Event description:
It was reported to boston scientific corporation that an rx needle knife xl was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. The exact procedure date was unknown. During the procedure, after the cut was already made, the needle of the rx needle knife xl was detached inside the patient. It was reported that the detached needle was successfully retrieved. It was unknown what device was used to retrieve the detached needle. The procedure was completed with the same original device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf impact code f2301 captures the reportable event of retrieval of the cutting wire. Imdrf device code a0401 captures the reportable event of cutting wire broken. Block h10: the returned rx needle knife xl was analyzed, and a visual evaluation noted that the working length was free from kinks/bents. The needle was observed under magnification, and it was broken and blackened. The broken section was not returned. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the needle (cutting wire) was broken at the distal section and blackened. The cutting wire being blackened indicates that the device was energized. These conditions could have been generated due to the technique used, the patient anatomy, and/or interaction with the scope or additional devices. Also, this problem could have occurred if the device exceeded the maximum of voltage or if the cutting wire was not in constant motion as per the instructions for use (IFU). These procedural factors could have contributed to the broken wire. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an rx needle knife xl was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. The exact procedure date was unknown. During the procedure, after the cut was already made, the needle of the rx needle knife xl was detached inside the patient. It was reported that the detached needle was successfully retrieved. It was unknown what device was used to retrieve the detached needle. The procedure was completed with the same original device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf impact code f2301 captures the reportable event of retrieval of the cutting wire. Imdrf device code a0401 captures the reportable event of cutting wire broken.